Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected pump thrombosis accompanied by elevated lactate dehydrogenase (ldh), shortness of breath, abnormal pump sounds, and power spikes. The patient received a pump exchange on (B)(6) 2020. Prior to pump exchange, patient experienced a hypotensive episode that required administration of dobutamine. As communicated by a vad coordinator, thrombus and cause of elevated ldh have not yet been confirmed. Additionally, no diagnostic tests have been performed and no test results have been provided.

Manufacturer narrative:
Section h6: correction - patient code - hemolysis. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned with the driveline cut approximately 13¿ from the pump housing and the distal end was not returned. The sealed inflow conduit was returned attached to the inlet port. Examination of the textured blood-contacting surfaces of the inlet tube revealed no adhered depositions or thrombus formations. The sealed outflow graft conduit was returned attached to the outlet elbow; however, it was severed less than 1¿ from the graft attachment and the severed portion was not returned. The outflow bend relief and bend relief collar were returned unattached. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition adhered adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the evidence of circumferential contact marks on the outlet bearing cup suggest that the deposition was present in the outlet stator for an extended period of time while in operation. The deposition found in the device could have contributed to the reported elevated ldh. The deposition could have potentially caused additional resistance on the spinning, contributing to the reported power elevations. A correlation between the deposition and the reported hypotensive episode cannot be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU rev. C is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this section explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.